Manufacturer narrative:
(B)(4). The device has been received for investigation. A supplemental report will be submitted with the results of the investigation. Method code removed until investigation completed.

Event description:
The procedure was repeated to resolve the issue. The user indicates that there was nothing unusual about the patient or the procedure itself that might have led to the event. An endoscopy was performed prior to the procedure and the esophagus appeared normal. The user of the device was an experienced user of many years trained by a company representative. Lubrication was used to facilitate capsule placement.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.

Manufacturer narrative:
(B)(4). One used bravo ph capsule delivery device was received for evaluation. The returned sample met specification as received by medtronic. The reported condition was not confirmed. A visual inspection revealed no damage. The device was found to function normally and within specifications.

Manufacturer narrative:
(B)(4). Evaluation summary: one delivery system was received for evaluation and investigated visually for external damage. The delivery system was disinfected and the lot number and ID# matched the information provided by the initial reporter the delivery system was bent and the plunger was not broken. The emergency procedure was not implemented. The delivery system did not have any visible damage. Per the condition in which the device was received, the delivery system and capsule seemed to be functioning per specification. A review of the device history records for the provided lot/serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release.